Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: the customer noticed the tube broke during blood collection.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken tubing with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: the customer noticed the tube broke during blood collection.